Event description:
It was reported by the caller, a clinical account specialist, that after the ablation case was over, all catheters were pulled and the carto® 3 system was no longer in use. There was an issue with the abbott perclose¿ device. The caller stated heard that the physician was talking about a plate that may have been stuck, or the device was deployed incorrectly. The patient had no blood flow to the right leg. The patient was moved to surgery. The patient status is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).